Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead impedance had risen steadily and was high. The r wave sensing dropped slightly. Testing and exercises were recommended.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the lead was explanted due to high pacing lead impedance and high capture threshold.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.